Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material rupture and inflation problem was confirmed as a tear on the inner member. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the mini trek balloon catheter was not soaked during preparation. It should be noted that the trek rx and mini trek rx instructions for use states: ¿submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating.¿ the investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the balloon was unable to hold pressure due to a material rupture. Analysis of the returned device confirmed the reported material rupture as a tear on the inner member. The material at the tear was stretched. This type of damage can occur due to interaction with an accessory device. It is possible that when loading the balloon catheter onto the guide wire, interaction between the devices resulted in the tear and subsequent inflation problem. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections: d9 - device available for evaluation: device return status was updated from "no"to "yes". H3 - device evaluated by mfg? Updated from "no" to "yes". H6 - type of investigation: code 4114 was removed and code 10 was added. H6 - investigation conclusions: code 4315 was removed and code 4307 was added.

Manufacturer narrative:
H6: device code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a target lesion in the moderately calcified left anterior descending (lad) artery. The 2.0x15mm mini trek balloon dilatation catheter (bdc) was prepared for use outside the patient anatomy without issue, but was not soaked prior to use. The bdc was advanced with no resistance and inflated 1 time to 8 atmospheres (atm); however, the balloon would not hold pressure and was unable to be inflated. The device was removed without resistance and a rupture was noted. A non-abbott bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the mini trek balloon catheter was not soaked during preparation. It should be noted that the trek rx and mini trek rx instructions for use states: ¿submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating.¿ in this case, it is unknown if the reported deviation contributed to the reported issue; therefore, a follow up letter will not be issued. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to material rupture during use include, but are not limited to, inadequate pressure integrity, inadequate device prep, inflation above rbp, or damage to the device. In this case, there was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified lesion, resulting in the balloon becoming damaged and contributing to the rupture during inflation; however, because the device was not returned for examination, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. D9 - device available for evaluation: device return status was updated from yes to 'no'